Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2017. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that following a turp recovery went well for 45 minutes, but thereafter significant haematuria occurred. Ultimately re-operation was required due to bleeding.